Event description:
It was reported that during a partial hepatectomy, the original cartridge was used successfully, but when the reload was fired, the cut line was apparent but no staple line was present. This caused a hole in the inferior vena cava which required the cardiac team to open the chest in order to repair. The anesthesiologist worked for four hours to stabilize the patient. The or time was extended by 4-6 hours, and the patient lost 600 ml of blood. The patient received a transfusion of six units of blood. Following a stay in the intensive care unit, the patient expired.